Event description:
The customer reported that the remote alarm connector at the rear of the ventilator was broken and the remote alarm failed to operate. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers service technician verified the customer reported problem and reported the remote alarm connector on the main pcb board was broken off. The service technician replaced the main pcb board to complete the repair. Performance verification testing was completed and tests passed per operating specifications.